Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measuring 133 ohms multiple times on the same day. Data review indicates the impedance has been gradually rising over time. Boston scientific technical services (ts) provided troubleshooting guidance to the boston scientific representative (rep), including to consider defibrillation threshold (dft) testing anytime a vector is changed. Ts also mentioned to consider increasing the high impedance alert limit to 150 ohms and deliver a commanded maximum energy shock if there is a subsequent high impedance alert. The rep indicated they will discuss the situation with the physician. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. One segment is severed approximately 133 millimeters from the terminal end. The other mid-body segment is approximately 695 millimeters in length. The tip segment was not returned. The mid-body segment was stretched with associated damage to the lead insulation and coils. Visual inspection of the lead noted blood and body fluid in the lumen as well as significant calcification on the lead proximal shocking coils. Analysis concluded that the lead was severed and damaged during the explant procedure. Analysis also concluded that the clinical observation of high out of range shock impedance while the lead was implanted was caused by the calcification on the lead proximal shocking coils. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on the subsequent explant and replacement of this right ventricular (rv) lead due to high out of range shock impedance measurements. The physician was initially going to perform a commanded maximum energy shock test to evaluate the shock impedance but decided to replace the lead instead. It was noted that the lead broke during the laser lead extraction procedure and the physician decided to leave the distal shock coil and the tip of the lead in the right ventricle. No additional adverse patient effects were reported.